Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on escape button(creased). No button error alarms noted. Pump was unable to confirm no meter bg communication due to keypad anomaly. The pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.